Event description:
Patient presented to the physician with the stimulation lead coming through the skin after squeezing a pimple. Physician prescribed antibiotics and brought the patient into the or 4 days later and removed the entire inspire system.